Event description:
It was reported that the right ventricular lead had high, out-of-range impedance measurements of greater than 2500 ohms. Boston scientific technical services was contacted for troubleshooting, and programming options were discussed. The device and leads remain in service. No adverse patient effects were reported.